Event description:
(B)(6)-hello. I have purchased some of your professional replacement brush heads, sku 050428477380, for my sonicare toothbrush and am very dissatisfied with them. I have noted that for each, when I changed them out, multiple bristles fall out in my mouth while brushing. This should not be happening for quality products. I expected these to be very good brush heads and am much less likely to shop at (B)(6) as a result of my bad experience with your poor product. I would like a refund. A 2nd email: (B)(6)